Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this report was implanted on (B)(6) 2010. Reportedly, the programmed mode was ddd on the follow up dated (B)(6) 2011. When the pt came back for his 3-month f/u on the (B)(6) 2011, the pacing mode was vvi upon first interrogation, although no reprogramming had been performed by the technician in the meantime. Reportedly, there was no interrogation history record where device mode was changed.